Manufacturer narrative:
(B)(4).

Event description:
Procedure: hysterectomy. According to the reporter: during a laparoscopic total hysterectomy, they lost half of the needle from the v-loc and it was retrieved from the patient. It occurred again and was retrieved from the patient using fluoroscopy. Additional information was submitted and will be submitted once received.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, there was no unanticipated tissue loss or damage and no excessive blood loss (greater than 500cc). Although the surgery time was extended as a result of the reported event, there was no adverse impact to the patient. No further information is available at this time.